Event description:
Distributor reported that physician broke an external fixation clamp while re-tightening clamp during a follow-up visit several days after initial installation of the external fixation frame. Event occurred without any affect to patient health.

Event description:
A recall has been completed for the product and cause of failure was determined to be the next treatment cycle used on the bolt.